Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection and ceftazidime injection (1gm each, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
It was reported during follow up that the patient was hospitalized for the event and was discharged on an unreported date. At the time of this report, the patient has recovered from the event. The patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.